Event description:
The pt received emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and blood glucose levels returned to normal limits after conversion to a new bottle of insulin.